Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 failed.the customer rebooted the device and attempted to recover; however, the issue still persisted.as per the part investigation, it was determined that the received assy tray hh mini had exhibited fluid ingress.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number.a review of the device history record for s/n (B)(6) was performed from its manufacture date of 12sep2019 and confirmed that there were no production failures which correlates to the customer reported issue.the report of the medstation es main (drawer 3.2 failed) was confirmed during fse testing.according to work order (wo) 01921282, the fse reported that row a in the hh 3.2 tray failed due to a duplicate address error. Attempts to release the cubies using hta were unsuccessful because of fluid ingress on the board. The fse manually removed the cubies and replaced the cubie tray for row a. After testing with hta, no anomalies were detected.the user successfully recovered the drawer, released the compartments.laboratory inspection confirmed that the assy tray hh mini was received with fluid ingress; therefore, no additional testing was required by the dchu.no additional tests were performed since signs of fluid ingress were found during the external inspectlon.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cuase:the root cause of the failure of drawer 3.2 was that the received assy tray hh mini exhibited fluid ingress.